Event description:
It was reported that the patient experienced pain at the ipg site and the patient felt that the ipg was sticking out. It was also reported that the patient was not getting an adequate pain relief despite the reprogramming done. The patient underwent a revision procedure wherein the pocket site was relocated, and the patient was doing well postoperatively.